Event description:
It was reported to philips that the battery for the device failed to calibrate in a cadex 7400 unit. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery for the device failed to calibrate in a cadex 7400 unit. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in three of the led indicators illuminating, indicating a partially charged battery. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart unit and cadex charger. However, although the component was able to properly charge, the operation status vdq was still set on the cadex charger following successful calibration when other known working batteries would show the operation status to be in reset mode. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor. Upon response from the vendor, it was clarified that a set vdq flag does not directly correspond to a component malfunction. The flag is used to show that the battery is in a learning cycle process to calculate an updated full charge capacity value. Furthermore, the battery mode cf flag is not indicative of a component malfunction, but instead is an indication that the battery needs to be calibrated to obtain a more accurate state of charge reading. The battery was successfully calibrated and the flag returned to normal. As such, there was no sign of a component failure and the battery was deemed to be fully function. No further evaluation was requested.

Manufacturer narrative:
Updated with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Method code updated to represent the evaluation completed on the returned component.

Event description:
It was reported to philips that the battery for the device failed to calibrate in a cadex 7400 unit. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in three of the led indicators illuminating, indicating a partially charged battery. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart unit and cadex charger. However, although the component was able to properly charge, the operation status vdq was still set on the cadex charger following successful calibration when other known working batteries would show the operation status to be in reset mode. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor.